Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized due to diabetic ketoacidosis as patient's infusion sets were not adhering when she showered. Her blood glucose level was 435 mg/dl at the time of the report. The weight of the patient as stated by the health care professional was (B)(6) lbs and she was still in the hospital at the time of the report. No further information available.